Manufacturer narrative:
Reference MFR. Report#: 1627487-2014-23710 not MFR. Report#: 627487-2014-23609 as previously reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report# : 1627487-2014-23709. The patient has 4 peripheral (off label use) leads (3 of which are from the same lot) implanted as part of his scs system. It was reported the patient is experiencing stinging sensations at the peripheral lead (off label use) sites only when stimulation is turned on. The patient reported when he attempts to decrease the amplitude to relieve the stinging sensations, the amplitude level becomes too low to provide relief for his pain pattern. Reprogramming was unable to resolve the issue. X-rays did not reveal any anomalies. It was also reported impedance readings could not be performed due to the discomfort the patient feels when stimulation is turned on. No further info is known at this time.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2014-23609.